Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as red, itchy, and bleeding around most of the patch area and under the hydrogels of the patch. There was no alleged device malfunction contributing to the wound. The patient's physician recommended removal of the patch due to the wound. Outcome of the wound is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.